Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective charger/ modem. The last patient to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.